Manufacturer narrative:
The respironics service technician reported he was able to duplicate the customer reported problem. The service technician performed a checkout of the ventilator, but was unable to isolate the reason for the problem. The ventilator was returned to the factory for failure analysis. Failure analysis reported the vent inop condition was due to an open fuse in the power supply. The fuse was replaced and the ventilator was tested without further reported problem.

Event description:
The customer reported the ventilator went vent inop while in use and alarmed. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt.